Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse replaced the coin battery, upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4). The part has not been returned to covidien for investigation; however, similar complaints of frozen screens on start-up have been investigated under a corrective a preventive action. The root cause was determined to be a software timing problem with the touch screen controller chip. A software update was released in (B)(4) 2012 to change the ventilator start-up code affecting the power-up of the touch screen.

Event description:
It was reported by a customer in the USA that an ht70 ventilator touchscreen was unresponsive. There was no pt involvement.